Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and discussed this was likely due to calcification on the lead after reviewing rv shock lead impedance trends over the past year. Ts recommended continuing to monitor and recommended a 41j commanded synchronized shock to evaluate and obtain delivered shock lead impedances. No adverse patient effects were reported. At this time, this lead remains in service.